Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one system reset that was most likely caused by the use of electrocautery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2014, most likely due to the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device was already explanted with no reported complications. No adverse patient effects were reported.